Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Batch record review: lot 8e00293 was manufactured on 05/07/2018 in the bodolay line with a total of (B)(4) market units. Complaint investigator ID (B)(4) performed a batch record review on 11/05/2020 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 187660 sap material ID 1000854 and manufacturing order 1410303. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photo related to the reported problem is available for evaluation. Conclusion summary of the related event:: brief description of issue: 1.this root cause investigation has been generated due to a trend on non-conformances related to sealing failure modes at the bodolay pratt c building 8a, that as per tm-002 ver 13.0 are not acceptable. 2.the bodolay pratt line in convatec haina facility has had 4 non-conformance lots related to sealing. The lots had incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging, with a severity rating of 4 for product lots 0e02593, 0e00555, 0e01787 and 0e03600 were affected by defects in the product sealing. According with the tm-002 (package seal integrity nonconformities) ver 13.0 and dr-sop-0063 (quality inspection plan) ver 20.0, chevron pouch with defective sealing is not acceptable. Based on the investigation¿s findings using the 6 m¿s methodology and through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this was identified as machine. As observed during this investigation the contributor factor to this failure mode were: root cause(s) solution(s) lot 0e02593 (seal width < 3mm): due to worn down on the indexation wheels, the indexation process was not being performed properly which caused the paper to slip through the wheels and reduced the overall tension on the process, that along with the type of dressing (cgf, it doubles the extra thin dressing in size and weight) increased the risk for the dressing sub-assembly to move within the limits of the chevron, affecting the sealing width on its way: 1. Preventive maintenance review to establish a frequency of replacement and verification that meets the requirements per product family. 2.set-up process will be established for the sealing station. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the primary pack has an open seal. The product was not used. A photograph was provided by the complainant depicting the complaint issue.